Event description:
It was reported that device twist occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified common femoral artery/superficial femoral artery. An opticross peripheral imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the devise twisted and turned upon itself. Also, a kink was noted on the catheter. The device was difficult to remove but was able to be completely removed intact from the patient. The procedure was completed with another of the same device. No patient complications were reported.